Event description:
During a follow-up in clinic, there was a decreased sensing value, increased capture threshold, and a loss of capture noted on the right ventricular (rv) lead. X-ray imaging revealed that the rv lead had dislodged. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. After cleaning the lead, the helix could be extended and retracted normally. The full helix extension length was measured to be within specification. The reported events of decreased sensing amplitude, lead dislodgement and loss of capture were not confirmed.